Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the associated stylet perforated the proximal end of the lead, and confirmed fracture was noted. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The outer insulation was breached by stylet/guidewire. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was returned stuck in the lead with the end bent and protruding from the lead at 56.3cm. If information is provided in the future, a supplemental report will be issued.

Event description:
During implantation and placement the stylet perforated the rv lead at the proximal end, and confirmed fracture was noted. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.